Event description:
Customer reported his insulin pump stopped working. The device shut off and it won't turn on. Replacing the battery did not resolve the issue. Customer's blood glucose is 168 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery tube connector not fully connected into the interface board. The device was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.